Event description:
It was reported that a female patient who underwent an unspecified breast augmentation with two 325cc mentor memorygel breast implant has experienced right-sided capsular contracture (unknown grade), and unexplained systemic symptoms postoperatively, including pain, hair loss, shortness of breath. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated. This report relates to the right prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that patient scheduled for bilateral removal without replacements on (B)(6) 2022. Date of event was on (B)(6) 2021, patient ethnicity is caucasian, patient age at the time of event was 28 years old. The patient stated that severe swelling beginning (B)(6) 2021, chest pain & heart palpitations on (B)(6) 2022, anxiety. Breast cyst development 4 months after implant, surgery on july . Manufacturer¿s reference number: (B)(4).